Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that rifampin leaked from the connection between a maxzero connector and the medication tubing while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
(Omit mz9283 from follow up 1).

Event description:
The customer reported that "a fused leaked" at the site of the fused maxzero. The patient did not receive their full dose of the administered fluids or medication. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that rifampin leaked from the connection between a maxzero connector and the medication tubing while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak at the site of the fused maxzero was confirmed. Functional testing was performed and leaking was observed from the top of the valve of one of the set's valve tops with a mating component attached. Further inspection of the valve top showed a microchannel/scratch within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel/scratch is a manufacturing issue.

Event description:
The customer reported that "a fused leaked" at the site of the fused maxzero. The patient did not receive their full dose of the administered fluids or medication. There was no report of patient harm.